Manufacturer narrative:
The reported event was confirmed cause unknown. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used lubri-sil foley catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheters fell out spontaneously. It was noted that the catheter was placed under two hours for each when the event occurred and confirmed the balloon was inflated with sterile water. This was found to happen in two foley catheters, and customer provided lots for each catheter (lot no: ngfv1319 and ngfq3422).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters fell out spontaneously. It was noted that the catheter was placed under two hours for each when the event occurred and confirmed the balloon was inflated with sterile water. This was found to happen in two foley catheters, and customer provided lots for each catheter (lot no: ngfv1319 and ngfq3422).